Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon receipt the monitor's electrode belt connector was snapped from the monitor case. The monitor was unable to communicate with an electrode belt, which caused the service code 204. The root cause for the damaged connector could not be positively identified, but the damage was likely the result of the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged belt connector. The patient received a replacement monitor.